Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include throwing up, nausea and pneumonia. The patient was treated with IV (intravenous) fluids to bring down glucose level also gave potassium IV and potassium to drink, then the patient had a cat scan. The patient was prescribed doxycycline and zofran. The patient was released the following day. The pod was worn when seeking medical attention.